Manufacturer narrative:
This report was inadvertently submitted and reports of this nature typically do not meet zoll's reportability requirements. The device was not returned for evaluation. The reported problem was determined to be related to the CPR timer of the device and not the ability of the device to analyze. However, on rare occasions it is restarting it's two minute protocol rather than initiating an analyze protocol. However, the analyze feature can be manually initiated. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during training by facility staff, the device was unable to analyze. Complainant indicated that there was no patient involvement in the reported malfunction.